Manufacturer narrative:
Testing of actual/suspected device: the fse replaced the safety disk then completed pm service. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted when additional information is provided. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6), biomed, (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), a failure upon installation of the safety disk for the cardiosave intra-aortic balloon pump (iabp) was observed. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. The defective components were received for further investigation. The nrc could not verify the membrane leak failure of the safety disk. The safety disk passed testing. Retaining the safety disk in the nrc per procedure 0002-07-d008 rev aj. Please refer to the root cause evaluation field for details.the non-conformances with the returned components were not confirmed. However, the root cause is not confirmed.

Event description:
N/a.